Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 30mm mitral annuloplasty ring, it was explanted due to residual regurgitation. A 28mm ring of the same model was successfully implanted. No additional adverse patient effects were reported.